Event description:
Legal counsel for the patient reported that the patient underwent right side total hip arthroplasty on (B)(6), 2006. Subsequently, a revision procedure was performed on (B)(6) 2009 due to patient alleged pain, swelling, inflammation, damage to tissue and bone, lack of mobility and loosening. Additional information received in patient medical records indicates that the revision procedure was due to acetabular cup loosening and metal stained debris. The operative notes confirm that the acetabular cup and modular head were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity". And ¿material sensitivity reactions.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01821 & 2013-05670).